Event description:
A patient with an inflatable penile prosthesis (ipp) reported experiencing pain and discomfort in the left cylinder and scrotum. A few months after the implant surgery, the patient noticed a distal misplacement. A revision surgery was subsequently performed, during which the physician confirmed that a pseudocapsule had formed around the pump and had attached itself to the patient's testicle, causing the discomfort. Additionally, a corporoplasty was performed during the revision to correct the pathway of the left cylinder. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of pain, discomfort, capsular contracture and tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.